Event description:
A malfunction on the pump was reported by the caller after it recently ran out of battery. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the caller in resetting the pump, and since the malfunction did not recur, the customer could continue using the pump. They were advised to call back if any issue persists, and the caller understood these instructions.